Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Customer received an upgrade from version 7 to version 10. Customer has a siemens machine with virtual wedges (vw). All check-boxes for the enhanced setting (admin/wedge properties) have been set in that version. After the upgrade, 8 of the 20 wedges are no longer checked, they are instead grayed out because plans have been created with these vw. Because of unchecked (grayed out) enhanced option, the wedges do not appear for match and assign, and therefore cannot be used for calculation. To help the customer go clinical, the varian representative created the missing vw's from scratch and disable the other ones in configure emt. The customer did not understand how the checked "enhanced option" could get lost for 8 of his wedges during the upgrade and what the enhanced option actually does for a virtual wedge.